Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was below 40 mg/dl with seizure and slurred speech. It was reported the patient suffered from renal failure, and was on peritoneal dialysis. The reporter noted the patient received a glucagon injection, they remained on pump therapy, and the pump's basal rate and bolus delivery settings were recently changed. The reporter noted the insulin on board feature was not calculating correctly into the bolus total. It was determined during troubleshooting the insulin on board feature was not turned on. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 03/23/2016 with the following findings: no pump issues were experienced during investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The insulin-on-board (iob) feature was disabled at the time of the alleged event. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. The iob feature was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).